Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission with high ventricular rate and automatic mode switch (ams). Upon review, the high ventricular rate was shown to be real, but the pacemaker was oversensing far-r waves, leading to ams. Programming changes were performed. The patient was in stable condition.